Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The lock up failure was resolved by upgrading the software to the latest revision.

Event description:
Previously submitted. While trying to save their first clip of a tee exam, the system froze and would not respond. Rebooted the system and finished the exam.